Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced light-yellow drainage at the ipg implant site. Physician has cleaned and packed the site daily. The physician determined the wound was not going to heal and explanted the ipg.